Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's on/off button was non-responsive when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The root cause was unable to be determined. The device is greater than 6 years old at time of complaint and has reached the end of its useful life. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device's on/off button was non-responsive when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.